Event description:
The hcp reported that the patient had an MRI in 10/2005. At routine refill several days later, the following message was noted: "pump motor stall occurred, motor stall may exceed tube set." Hcp believed that the pump had restarted following refill. However, the patient experienced return of spasticity and pain. The patient did not require hospitalization and was given oral baclofen. Approximately 1 1/2 weeks later, a roller study and catheter dye study were performed; both studies were negative. Reservoir volume was checked, but due to the high concentration of the compounded baclofen and small amounts being delivered, it was difficult to determine if the volumes were accurate. The hcp has not had any reports from the patient regarding return of symptoms since the above noted events.